Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system and the instrument functioned as designed and the reported imprecision could not be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a vertebroplasty, the suretrak frame was noted to be inaccurate in the application software. It was noted that the instrument was functioning as designed and that the frame was suspected to have moved due to impact from the surgeon. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.